Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cerebrovascular accident. During the procedure, the bag alarm sounded indicating almost empty bag. Therefore, the bag was changed. Then, there was another alarm for bubbles. The physician took out the catheter, saw char at the tip of the catheter and removed it. The catheter was flushed before continuing the procedure, without any other alarms. The procedure was completed successfully. At an unknown point the patient suffered a cerebrovascular accident. Magnetic resonance imaging was required. It is unknown if treatment or hospitalization was required. No further information is known regarding the patient status. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since cerebrovascular accident may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it is MDR reportable. The char was assessed as not reportable as it is a physical phenomenon of radio frequency energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction.

Manufacturer narrative:
After further review on (B)(6) 2019, noted a correction to the event description for the assessment of the bubble issue. Originally the bubble error would be assessed under the pump; however, the manufacturer of the pump used was not known. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Therefore, after further review, added the assessment for the bubble issue under the catheter. The bubble issue was assessed as not reportable. The most likely consequence was an intraprocedural delay. A safety feature of the pump is in place in order to stop flow if air is detected. If this feature fails to detect air during the procedure this issue should be examined under the pump. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information on the event was received on (B)(6)2020. The patient is a 55 year old male. Post procedure, the patient suffered a cerebrovascular accident. Extended hospitalization was required. The patient¿s condition has improved. The physician commented that the event may be related to device malfunction since there was char formation on the tip. There were no error messages other than what was described initially, the physician did not see any problem. There were no temperature related issues. The generator was operating in power control mode with temperature cutoff 40 degrees. The average impedance in the left atrium during the procedure was 115 ohm, the average temperature: 26 c°, power used o anterior wall: 35w, posterior: 30w. The patient was anticoagulated and the target act was maintained throughout the procedure. The average lesion duration was 38 sec. The contact force was no greater than 25, average contact was 14g, and no ablation used force above 40 grams. The irrigation setting were as prescribed with heparinized normal saline. Carto visitag module was used with the following settings: respiration settings: 1, stability range: 3mm/3s, fot25%, tag size 3mm. Therefore, processed "b2. Is hospitalization initial/prolonged". Concomitant products and the physician information were also provided. Therefore, processed ¿d11. Concomitant medical products and therapy dates¿, ¿e1. Initial reporter title, ¿e1. Initial reporter first name¿, ¿e1. Initial reporter last name¿, ¿e1. Initial reporter email¿, ¿e2. Health professional?¿ and ¿e3. Initial reporter occupation¿. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).